Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited shock impedance measurements of greater than 125 ohms. The patient was referred to their electrophysiologist. The device remains in service. No adverse patient effects were reported.